Manufacturer narrative:
Follow up 01 for 3011683976-2023-00014.

Manufacturer narrative:
H3 - other - investigation not performed on retained sample because expired (14-sep-23). Internal investigation consisted of batch manufacturing record (bmr), which did not highlight any discrepancy or problem during the manufacturing process and the product was manufactured within specification. Our investigation has confirmed that orth sera anti-fyb product fd153m lot v237636 to be fit for purpose therefore this complaint is not confirmed. Alba biosicence reference number of this file is (B)(4).

Event description:
Customer has reported a false positive for ortho sera anti-fyb, product fd153m lot v237636, expiry 14-sep-23 in combination with multiple lots of mts anti-igg gel cards when testing one patient sample and three donor samples on their ortho vision analyzers.